Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively a laparoscopic minimally invasive esophagectomy procedure, there was no reported issue with the stapler performance, but the patient incurred a post operative anastomotic leak which required treatment.